Manufacturer narrative:
Device was designed and manufactured according to specifications. Most likely root cause after completion of the investigation is the surgeon preferences for placing the condyles during the planning and the fact that the cuts in the zygoma were not completely done.

Event description:
Surgeon reported that revision surgery was needed as the final outcome did not meet the planned outcome with regards to the occlusion.